Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of over 250mg/dl with excess urination, extreme thirst, nausea and extreme drowsiness. There was no indication of the exact bg value. There was no additional information available for this complaint. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged inaccurate delivery issue with the pump.